Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported to have replaced the power supply. The unit passed extended self testing. The customer did not provide the serial number for the ventilator therefore, covidien is unable to verify the manufacture date of the device. Covidien was not authorized to repair the device.